Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, and the user was advised to fully cover the sensor area and informed that the pump enters sleep per regulatory requirements. No adverse clinical effects reported. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included complaint review and user troubleshooting and education. Investigation of this case revealed that proper finger placement restored expected responsiveness and the device functioned within design parameters. It was concluded that the device operated as intended with no device malfunction identified.